Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported that there was no low pressure alarm triggered for a patient, who then had to be resuscitated. The clinician expects no subsequent damage. A patient had to be resuscitated while being monitored as the user alleged that there was no low pressure alarm triggered by the patient monitor.

Manufacturer narrative:
The remote center engineer from the customer care solution center (ccsc) worked with the customer over the phone. Logs, time of incident, bed label, monitor label, patient age, gender and patient weight were requested but not provided by the customer. While on the phone, the remote center engineer guided the customer through the alarm settings and it was revealed that the low limit for the invasive blood pressure was not set on the intellivue mx800 patient monitor. He provided information where in the instructions for use (IFU) the customer can find more details about alarms and alarm settings. Together with the customer it was investigated and confirmed that no product malfunction occurred. The intellivue mx800 remains at the customer site. This complaint does not represent a product malfunction. The device worked as intended. The cause was the fact that the low limit for the invasive blood pressure was not set, resulting in the patient going into low arterial pressure without the monitor alarming. The customer was instructed accordingly. No further investigation or action is warranted. Patient information requested and not available at time of report.